Manufacturer narrative:
Concomitant medical products: triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# ebjhd; triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# eb7kr; triathlon symmetric x3 patella; cat# 5550-g-319; lot# wpye; simplex p full dose 1 pack; cat# 6191-1-001; lot# rjt149. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding arthofibrosis involving a triathlon insert was reported. The event was confirmed through medical records. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: " x-ray printouts available for review are multiple undated x-rays of bilateral knee osteoarthritis, primarily involving the medial compartment. X-rays dated (B)(6) 2013, (B)(6) 2014 and (B)(6) 2016 are multiple views of bilateral knees demonstrating bilateral cemented total knee arthroplasties in nominal position with no pathology noted. An x-ray dated (B)(6) 2014 are multiple bone scan images consistent with bilateral post-operative total knee arthroplasties. The clinical picture described is consistent with bilateral post-operative arthrofibrosis and does not represent any evidence that factors associated with implant component design, manufacturing or materials related to the symptoms described." Device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the x-ray printouts available for review are multiple undated x-rays of bilateral knee osteoarthritis, primarily involving the medial compartment. X-rays dated (B)(6) 2013, (B)(6) 2014 and (B)(6) 2016 are multiple views of bilateral knees demonstrating bilateral cemented total knee arthroplasties in nominal position with no pathology noted. An x-ray dated (B)(6) 2014 are multiple bone scan images consistent with bilateral post-operative total knee arthroplasties. The clinical picture described is consistent with bilateral post-operative arthrofibrosis and does not represent any evidence that factors associated with implant component design, manufacturing or materials related to the symptoms described. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
As per patient, he had bilateral knee surgery and is experiencing pain on both knees. This pi is for the left side.

Manufacturer narrative:
The following devices were also listed in this report: unknown femoral component size 5; cat# unknown; lot# unknown. Unknown tibia baseplate size 5; cat# unknown; lot# unknown. Unknown 31 mm polyethylene patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remains implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per patient, he had bilateral knee surgery and is experiencing pain on both knees. This pi is for the left side.